Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali filter delivery system was returned for evaluation. The delivery pusher catheter was kinked approximately 29.2cm from the proximal end of the pusher handle. However, after review of the preliminary review, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. The tuohy-borst was loose. The filter was still loaded inside the storage tube. The filter was shifted distally from its original loaded configuration. No skiving was found along the storage tube. Functional/performance evaluation: the filter deployed from the storage tube without issue. All 6 arms and 6 legs were present and intact. No limbs were crossed upon deployment. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the device was confirmed for the filter failing to advance from the storage tube into the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not advance through the introducer hub of the deployment sheath. The filter deployment system was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.